Manufacturer narrative:
The reported events of insulation twisted and helix failure to extend were confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant after the right ventricular (rv) lead was initially placed, the rv lead helix would not extend and the lead insulation was twisted. The physician elected to use a different lead to complete the procedure. There were no patient consequences.